Event description:
It was reported that the patient had a defective defibrillator. It was noted that the patient was shocked four times with each shock getting more severe and had to be taken by emergency wagon to the hospital. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).